Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. On the third deployment attempt, during valve release, it was noted that the actuator separated and the blue hand rest "was out from the actuator". The actuator could not be reassembled. Subsequently, the valve was released in a position that was too low and paravalvular leak (pvl) was reported. The procedure was converted to an open repair and the transcatheter bioprosthetic valve was explanted and replaced with a surgical aortic valve. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was noted that the delivery catheter system (dcs) actuator was separated during deployment and the valve was unable to be recaptured. Subsequently, the valve released in a position that was too low which caused the pvl. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The dcs was received with the actuator components detached. The blue hand rest was intact. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. A CAPA was initiated to investigate the root cause of actuator separation events. No additional adverse patient effects were reported. Updated data: patient, method, results, and conclusion codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 05-sep-2020, UDI#: (B)(4). Product analysis: the valve was discarded. The delivery catheter system (dcs) was received with the handle components detached from the dcs. The device was received with the capsule partially open. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Tab 3 of the male actuator component appeared to be hinged inwards. A hairline crack was observed on tab 4 of the male actuator component, at the point where the tab protrudes from the component. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was attempted to be deployed twice, but was recaptured twice. The valve was recaptured due to a low implant position. Patient anatomy was not a factor as it was not tortuous. On the third deployment attempt, during valve release, the implanter noticed that the actuator was open, and that the blue hand rest "was out from the actuator". There was no success in reattaching the actuator. An attempt was made to retrieve the valve using the tip retrieval mechanism, however it was unsuccessful. The valve was released in a position that was too low. Moderate to severe paravalvular leak (pvl) was reported. The procedure was converted to an open repair, the transcatheter bioprosthetic valve was explanted and replaced with a surgical aortic valve. No additional adverse patient effects were reported.